Manufacturer narrative:
(B)(4), the customer returned one 50cc injection syringe and thoracentesis device for analysis. Signs of use in the form of biomaterial were observed in the returned components. Visual analysis of the syringe revealed no obvious defects or anomalies. The 50ml syringe was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "attach male luer end of syringe tubing to stopcock side port. Ensure that the drainage outlet located at the bottom of the bag is in the closed position. Insert large tubing connector firmly into drainage bag. Attach syringe to remaining connector on tubing. Turn stopcock handle toward valve cap to open. Remove fluid by gently moving syringe plunger in and out." The syringe was connected to the syringe tubing/thoracentesis device assembly and was able to draw and aspirate water as intended. The module requirement document for standard syringes was reviewed to determine requirements for air/water leakage. Section 7.3 outlines the performance testing for air/water leakage, which states, "when tested in accordance to annex d of bs en iso 7886-1, there shall be no leakage of water past the plunger stopper or seal(s). Small droplets between the seals are not considered failure." The syringe was filled slightly with water. Then, with the plunger body at the bottom of the syringe, the tip of the syringe was occluded, and the plunger was pulled back until it stopped. With the tip of the syringe still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. No air leaks past the plunger stopper and seal(s) were identified and the plunger stopper did not become detached from the plunger. Additionally, the testing outlined a push test, which specifies, "when tested in accordance to annex b of bs en iso 7886-1, there shall be no leakage of air past the plunger stopper or seal(s) and there shall be no fall in manometer reading." Water was drawn by the syringe and the tip was then occluded. A sideways force was first applied to the plunger and then pushed down to identify water leaks. No leaks were identified past the seals. A device history record review was performed and no relevant findings were identified. The IFU provided as part of this kit informs the user, "warning: tighten all connections prior to opening side port to minimize the risk of air entering pleural space." The customer report of a leaking injection syringe could not be confirmed through investigation of the returned sample. The syringe passed all relevant functional testing when tested in accordance to annex d of bs en iso 7886-1, and a device history record review revealed no relevant findings. Based on the customer description and sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "syringe leakage issue noted during patient pleural effusion aspiration last (B)(6), 2022 (tuesday) at around 0900 am while the interventional radiologist is aspirating the fluid, fluid keeps on leaking from the syringe causing a mess on the floor and on the patient's bed." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "syringe leakage issue noted during patient pleural effeusion aspiration last (B)(4), 2022 (tuesday) at around 0900 am while the interventional radiologist is aspirating the fluid, fluid keeps on leaking from the syringe causing a mess on the floor and on the patient's bed." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "syringe leakage issue noted during patient pleural effeusion aspiration last (B)(6) 2022 (tuesday) at around 0900 am while the interventional radiologist is aspirating the fluid, fluid keeps on leaking from the syringe causing a mess on the floor and on the patient's bed." The patient's condition is reported as fine.